Event description:
The customer reported that while the unit was in use on a pt, the unit failed to autofill and a blood-back event occurred. The pt was taken to the cath lab for removal of the balloon and to re-insert a new balloon. The pt expired.